Manufacturer narrative:
The aic was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While the patient was on support, the automated impella controller (aic) failed at the purge disc. The team replaced the aic and impella cp support proceeded without harm or injury from the interruption. Impella support was initiated after the error, patient was transferred in stable condition. No association to patient outcome can be determined.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned and tested. The issue with the purge disc not consistently being detected was reproduced. The root cause of the issue was determined to be that the purge disc retainer was loose due to a broken internal mounting post.